Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no sample/picture was returned for investigation. End user risk assessment severity per p-eura, (B)(4), for catheter tip integrity is moderate (s3) based on 12 months complaint trending, occurrence = ((B)(4)) x 1,000,000 = (B)(4) which is improbable (o1). The risk is acceptable per (B)(4). Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance.if samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was fount to be blunt before use. The following information was provided by the initial reporter: "end of catheter hub is blunt."